Manufacturer narrative:
All available information was investigated, and the reported clip opening during the efaa test was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the reported clip opening during the efaa test could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip failed efaa. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped. While establishing final arm angle (efaa) the clip opened. Troubleshooting was unsuccessful therefore the cds was removed. Another clip was implanted, reducing the mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.